Event description:
It was reported that during implantation of an intraocular lens (iol) the capsular bag ruptured. The lens was removed and an incision enlargement was created to remove the intraocular lens (iol) and replace with a different model. It was stated that a suture was placed. No patient injury was reported.

Manufacturer narrative:
(B)(4). Prior to release to market the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted.